Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the prostyle instructions for use (IFU), states: do not open the foot if ¿mark¿ is not observed from the marker lumen. In this case, the access site was located in the femoral vein which the flow of blood may not be pulsatile, or blood may only fill the marker lumen. The reported low flow would not have contributed to the reported suture separation. Additionally, the reported minimal flow appears to be related to placement in the in the femoral vein per IFU, in the vein, the flow of blood may not be pulsatile, or blood may only fill the marker lumen. It was reported that femoral angiogram was not performed. It should be noted that the IFU states: prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported difficulties. The reported minimal flow appears to be related to placement in the in the femoral vein because flow of blood in the vein may not be pulsatile, or blood may only fill the marker lumen. A conclusive cause for the reported suture separation could not be determined. Factors that contribute to suture separation may include, but not limited to, suture pulled until it breaks. The reported unusual click could have been due to deployment of the plunger and interaction with potential calcification at the access site. However, this cannot be conclusively determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6- device code 2017 clarifier: failure to follow steps/instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with prostyle devices using the pre-close technique via a 5f sheath hole prior to a mitraclip procedure. Reportedly, the backflow was minimal and an unusual click sound was heard when the plunger was deployed. A suture break was noted when the plunger was removed. This occurred with five devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f and the mitraclip procedure was completed. Despite no reported issue with the successfully placed prostyle sutures, hemostasis was not achieved. The ultimate method used to achieve hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.